Event description:
The pt was treated with shell last december and claimed allergy to device. Rash appeared between lip and jaw originally and then appeared on whole body. Med-tec's uni-frame shell was used and the pt had a similar reaction.